Manufacturer narrative:
The investigation for the introducer damage has been completed. Product was not returned for investigation. A data log review was not required for this case. According to the clinical report, bleeding occurred from top the introducer. The issue was resolved after changing the introducer. Clinical details state that the bleeding resulted from the damaged introducer. The cause of the access site bleeding issue was not determined since introducer was not returned for investigation.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted supporting the patient at the time of this report being submitted and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During the implant procedure, the introducer was inserted into the graft and then the physician placed both graft locks. However, there was blood coming around the top of the introducer. A new introducer was taken from another impella 5.5 box and the implant continued without further issues. There was no patient harm.